Event description:
Pt presented in ER with complete heart block with a junctional rhythm in the upper 20's and lower 30's. Pt was also experiencing short runs of non-sustained ventricular tachycardia/fibrillation which was probably secondary to sudden, profound bradycardia. Electrophysiology lab staff went to ER with a programmer and proceeded to try to interrogate the device - unsuccessful. A temporary pacing catheter was placed via the right femoral vein in cardiac cath lab, where fresh frozen plasma was started for elevated inr. Pt was transferred to electrophysiology lab, where a device generator was successfully changed out without complications.